Manufacturer narrative:
Batch review performed on 24 november 2021: lot 2003330: (B)(4) items manufactured and released on 03-jul-2020. Expiration date: 2025-jun-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2100264: batch review performed on 24 november 2021: lot 2100264: (B)(4) items manufactured and released on 28-apr-2021. Expiration date: 2026-apr-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 weeks after the primary surgery, the surgeon performed a washout and revised the head and liner and the surgery was completed successfully.